Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range impedances. The pace impedances were noted to be around 400-500 ohms, but then spiked in (B)(6) to greater than 2500 ohms and have remained high since. This rv lead was surgically abandoned. The rv lead was tested on the pacing system analyzer which yielded the same high impedances. Fluoroscopy was performed, but no damage was visible on the lead. No additional adverse patient effects were reported.